Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerns a male patient of unknown age and ethnicity. Medical history included diabetes since dec2018. Concomitant medications were not reported. The patient received insulin lispro (rdna) (humalog), cartridge, unknown dosage regimen and route of administration, for the treatment of diabetes, beginning on (B)(6) 2018. On an undisclosed date, approximately seven months after starting insulin lispro treatment via humapen luxura hd (lot 1706g06; pc 4826540), the pen presented a problem, air was entering into the pen and was not fixing the medicine on the patient, the needle was releasing many drops and the insulin lispro was not having the desired effect. Due to that, patient was hospitalized with high glycemia. At the time of the follow-up report, it was stated that the refill was changed and the needle continued to releasing many drops. Information regarding hospitalization dates and corrective treatment was not provided. Patient was not released while his glycemia did not decrease. The pen was stored with the needle attached. The insulin lispro treatment status was unknown. It was unknown who operated the device and if the responsible was trained. The duration of use for this device model and reported device, humapen luxura hd (lot 1706g06: pc 4826540), was seven months. The device status and return status were unknown. The reporting consumer believed that insulin was not having the desired effect, due to that patient s glycemia was high. Update 08aug2019: additional information received from initial reporter on 05jug2019 and 06aug2019. Narrative and corresponding fields were updated accordingly. Update 09aug2019: additional information received from initial reporter on 08jug2019. No new information was added to the case. Update 13aug2019: additional information received from initial reporter on 12aug2019. No new information was added to the case. Edit 21aug2019: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26aug2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd device had air entering into the pen and the pen was not delivering the dose. She also reported that the needle was releasing many drops, but the insulin was not having the desired effect. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1706g06, manufactured june 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regard to dose accuracy or leaking after injection from the device. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The mother also reported that pen was stored with the needle attached. The core user manual instructs do not store the pen with a needle attached. There is evidence of improper storage. The patient stored the device with the needle attached. This may be relevant to the complaint of leaking after injection from the device and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerns a male patient of unknown age and ethnicity. Medical history included diabetes since (B)(6) 2018. Concomitant medications were not reported. The patient received insulin lispro (rdna) (humalog), cartridge, unknown dosage regimen and route of administration, for the treatment of diabetes, beginning on (B)(6) 2018. On an undisclosed date, approximately seven months after starting insulin lispro treatment via humapen luxura hd, the pen presented a problem, air was entering into the pen and was not fixing the medicine on the patient, the needle was releasing many drops and the insulin lispro was not having the desired effect ((B)(4)/lot number 1706g06). Due to that, patient was hospitalized with high glycemia. At the time of the follow-up report, it was stated that the refill was changed and the needle continued to releasing many drops. Information regarding hospitalization dates and corrective treatment was not provided. Patient was not released while his glycemia did not decrease. It was noted, the pen was stored with the needle attached. The insulin lispro treatment status was unknown. It was unknown who operated the device and if the responsible was trained. The duration of use for this device model and reported device, humapen luxura hd (lot 1706g06) was seven months. The suspect humapen luxura hd device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer believed that insulin was not having the desired effect, due to that glycemia of the patient was high. Update 08aug2019: additional information received from initial reporter on 05aug2019 and 06aug2019. Narrative and corresponding fields were updated accordingly. Update 09aug2019: additional information received from initial reporter on 08aug2019. No new information was added to the case. Update 13aug2019: additional information received from initial reporter on 12aug2019. No new information was added to the case. Edit 21aug2019: updated medwatch fields for expedited device reporting. No new information added. Update 26aug2019: additional information received on 25aug2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura hd device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 27aug2019: additional information received on 27aug2019 from the global product complaint database. No new information was added.